Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor health care professional reported that patient notes from 2016 indicate that the patient device no longer works and was supposed to get it removed but never did. No symptoms were reported and no further complications were noted or anticipated